Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited an increase in impedance measurements of greater than 2000 ohms and loss of capture. A lead fracture was suspected, but not confirmed as an x-ray was taken which did not yield any significant findings. Subsequently a revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedance measurements and loss of capture. Subsequently the lead was surgically abandoned. The device was also electively explanted at that time. No additional adverse patient effects were reported.